Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the pacer dependent patient presented to the emergency room due to clamminess, fatigue, and feeling faint, patient's device pocket was found to have some drainage and developed (B)(4). It was mentioned that the wound was normal two weeks post implant. Patient was transferred to another hospital for system explant. System was explanted, and a temporary system was implanted on right side till the infection is cleared. On (B)(6) 2019, temporary system was explanted and a new system will be implanted. The physician did not allege that the infection was product related. The patient was discharged. Manufacturer report number: 2938836-2019-12996. Manufacturer report number: 2938836-2019-12997. Manufacturer report number: 2938836-2019-12998.

Manufacturer narrative:
Analysis was normal. No anomalies were found.